Event description:
The operator of a vitros 5, 1 fs chemistry system observed biased low quality control results with vitros phyt slides. The laboratory reported vitros phyt patient results during the event, but there were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer investigated this event and repaired the immuno-wash metering system and microslide incubator, which returned the device to expected operating condition. The investigation into this event concludes that the root cause was instrument related.